Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics. Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain at the implant site during and after an MRI (1.5 tesla) performed on (B)(6) 2015, followed by a skin breakdown and infection at the magnet site. The patient also experienced a magnet dislodgement during the MRI. However, the clinician did not follow the manufacturer's instructions for use of MRI. Subsequently, the device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.